Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) later received an update from the customer indicating that the issue was not urgent and that the customer preferred to address it during the scheduled preventive maintenance occurring later in the month. The customer reported that the drawer was functioning but was not extending as far as the other drawers, suggesting a possible obstruction or the need for rail replacement. The ticket was closed per the customer's request, with the understanding that a new ticket would be opened after the preventive maintenance was completed. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication drawer was not opening correctly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.